Manufacturer narrative:
The device is not available for evaluation. The batch number is unknown. No information about the venatech lp implantation is available. No thorough investigation is possible. No conclusion can be drawn. No conclusion can be drawn.

Event description:
It was reported that a patient presented to physician with a deep vein thrombosis (dvt). The physician was going to place a venatech lp filter when it was discovered that a venatech lp was already placed. The filter had migrated to the right ventricle of the heart. The physician placed a filter (cook birds nest) in the ivc. The physician reported that the vena cava may have been too large for the venatech lp. There is no record of where or when the venatech lp filter was placed. It is unknown at this time if the filter will be removed.